Event description:
The affiliate reported a customer who complained of suspected positive biological indicator (bi). The customer did not provide information regarding load recall status. The customer did not provide information regarding potential patient injury.

Manufacturer narrative:
Suspected positive bi, labeled.